Manufacturer narrative:
Update - (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege:on or about (B)(6), 2009, patient was implanted with a depuy pinnacle mom hip implant on his left side. Patient has experienced pain, weakness, clicking/popping, loss of mobility, inflammation and difficulty with even simple daily activities. Additionally, patients blood tests revealed elevated levels of cobalt and chromium. There is no reported revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege:on or about (B)(6), 2009, patient was implanted with a depuy pinnacle mom hip implant on his left side. Patient has experienced pain, weakness, clicking/popping, loss of mobility, inflammation and difficulty with even simple daily activities. Additionally, patients blood tests revealed elevated levels of cobalt and chromium. There is no reported revision surgery.**update** (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
(B)(4).